Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an air in line during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.